Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device's internal oxygen supply tube was found to be loose. The oxygen supply tube was replaced to address the issue.